Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no evidence of leak was observed. However, when the flow rate was set at 5ml and 7ml, a leak was observed on the module. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mulitrate infusor was leaking from an unspecified location. The location of the leak was described by the customer as, ¿dialer means its leak where we set the multirate with the key, there it was leaking¿. This issue occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.